Event description:
A customer reported a malfunction on their pump, indicated by a dark screen that would not turn on. There was no reported adverse impact to the customer's blood glucose level as a result of this issue. The customer reverted to an alternate method of insulin therapy.